Manufacturer narrative:
Sections with additional information as of 08-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. Customer had two vials of test strips and mixed them together: za5157s and za5051s. The customer is concerned with test results from results obtained of 76, 91, 95, 112 and 86 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/29/2024 and open vial date was not disclosed. The meter memory was reviewed for previous test result history: result 1: 76 mg/dl, date: (B)(6) , time: 8:43am fasting. Result 2: 91 mg/dl , date: (B)(6) , time: 8:17am fasting. Result 3: 95 mg/dl date: (B)(6) time: 9:27am fasting. Result 4: 112 mg/dl date: (B)(6). Time: 2:10pm fasting 2 hr. After breakfast. Result 5: 86 mg/dl date: (B)(6)., time: 12:05pm fasting before breakfast.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different test strip lot number. B2: product problem being submitted due to customer mixing 2 vials of test strips (different lot numbers), unable to confirm with which strip lot the results provided were obtained with. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed, and no defect found on returned meter. Most likely underlying root cause: (B)(6): user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.